Event description:
It was reported that the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead in segments was returned to the manufacturer, analyzed and subsequently tested out of specification. The outer insulation had breached metal ion oxidation (mio). All insulators had cosmetic mio. The outer insulation had a breached cut, cosmetic depression and cosmetic environmental stress cracking. All conductors were distorted and had blood/body fluid (not obstructed).